Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hv tank was evaluated and replaced. The collimator was also recalibrated. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited an un-commanded system shutdown when attempted. No pt serious injury or death reported related to this event.